Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal document received information from following device were or may be the subject of litigation. The customer¿s blood glucose level was unknown. The customer reported that the compatibility of the insulin pump and possible cgm if the patient need to go under a pet .the insulin pump will be returned for analysis.